Event description:
It was reported to medtronic neurosurgery that three days after the shunt was implanted, the patient's ventricles had not reduced in size and the patient was suffering from disturbed consciousness. A shunt contrast study was performed. It was observed in the study that the contrast agent went to the ventricle side of the shunt, but did not go to the peritoneal side without flushing. The patient was drained externally to treat their symptoms and to confirm if the shunt was functioning properly. The peritoneal catheter was then explanted from the patient. During the explantation it was found that very little csf was draining out of the peritoneal catheter. After cutting the slit ends of the peritoneal catheter off, approximately 20cm from the distal tip, the catheter started draining at a burst. There was no obstruction observed in the cut area of the peritoneal catheter and the segment was discarded. It was also reported that patient has since recovered from their symptoms.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.